Manufacturer narrative:
(B) (4). The ge service rep damaged the grid and found a component error. The rep replaced the 12v power supply and grid. The system operates as intended.

Event description:
The customer reported that there were no images on the monitor carriage. No pt injury was reported.